Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected blank display noted. Unit functioned properly. No physical damage noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer stated battery compartment is neither damaged nor corroded. The customer was advised to discontinue troubleshooting due to replacement pump that was damaged out of box. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.